Event description:
Nurse giving medication via intravenous push using a b-d syringe and b-d blunt plastic cannula into a needless injection port. When discontinuing/removing the syringe, it was not noticed that the b-d blunt plastic cannula remained in the injection port, leaving an open access.